Event description:
It was reported that the patient presented remotely via (B)(6). It was noted that the implantable cardioverter defibrillator (ICD) was post-paced t-wave over-sensing (pptwos). The patient was asymptomatic. No changes were made and the patient was in stable condition.

Event description:
Additional information received indicated the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) exhibited additional post-paced t-wave over-sensing (pptwos) episodes. The patient was asymptomatic. No changes were made and there were no consequences to the patient.